Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00026 to provide additional information regarding the results from the evaluation of the returned sample.

Event description:
The user facility reported that a portion of a guidewire had been damaged and separated during an ureteroscopy procedure. Follow-up communication confirmed that: the device was reportedly damaged by a holmium laser during a kidney stone removal procedure in (B)(6) 2011; the damage / separation of the guidewire was not recognized to have occurred during the initial procedure; recently, the patient returned to the hospital with kidney stone-like symptoms; a "cath scan" was performed and a portion of guidewire material was observed in the patient; the detached portion of the guidewire was successfully removed; and the patient is reported to be fine.

Manufacturer narrative:
Results - (B)(4) are based on evaluation of user facility information and the returned sample. Conclusion - (B)(4) based upon evaluation of user facility information and the returned sample. Follow-up information from the user facility confirmed that the procedure involved the use of a lithotripsy laser. The involved device was returned and evaluated by qa at the manufacturing facility. Examination confirmed: the guide wire had been fractured at approximately 160-mm from the distal end; and close inspection of the device found evidence that is consistent with having been damaged by contact with laser irradiation. The event description and appearance of the return sample are consistent with damage to the guidewire due to improper use with another device (such as, exposure the extreme heat associated with the lithotripsy laser that the user facility confirmed being used during the reported event). The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The involved device has not been returned by the user facility and neither the product code nor lot number is known. Therefore, the failure investigation was limited to a review of currently available user facility information. Although the cause of the reported event cannot be definitively determined, there is no evidence or accusation that this event was related to a device defect or malfunction. The event description provided by the user facility is consistent with damage to the guidewire due to improper use with another device. As stated by the user facility, the reported event is most likely to have been related to the guidewire becoming damaged due to inadvertent contact with the holmium laser. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).